Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The device label is clear as to the diameter and offset. The root cause is attributed to inadvertent user error. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt femur fx during broaching cause by poor bone quality. Mistakenly put in a size 44 head instead of size 40, the pt was taken back to surgery the same day.